Event description:
It was reported that during a stent procedure the stent delivery system (sds) was advanced to the lesion, but it would not cross. An attempt was made to pull the sds back into the guiding catheter, when the stent dislodged. A balloon catheter was used to deploy the stent at an unintended site. The target lesion was treated with ptca.